Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse could not reproduce any errors or malfunctions described by the customer. The fse tested the erbe generator using mcs and fenestrated bipolar forceps instruments and the generator functioned as expected. All tests passed and energy output was within specifications. No issues were found. The system was tested and verified as ready for use.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy procedure, the patient suffered a burn to her thigh at the grounding site. During lymph node dissection, the customer was having a difficult time cauterizing tiny vessels with the monopolar curved scissors (mcs) instrument. The staff had swapped to a backup energy cord and mcs instrument, and had power cycled the erbe generator with no change. A second erbe generator was brought in the room, with no change. No errors were displayed by the system. No arcing was observed during the procedure. No collisions of instruments were reported. At the end of the case the grounding pad was removed from the right lateral thigh and that is when the burn was noticed. The burn was a full thickness burn that mimicked the design on the grounding pad. The surgeon described it as similar to a linear cut with a bovie, not very wide. The team placed triple antibiotic and silvadene cream on the burn. The patient was sent home with a silvadene/lidocaine cream. The surgeon believes the grounding pad may have caused the issue. The case had new staff in the room and the grounding pad was initially placed on the anterior thigh. After prepping, the grounding pad was removed and a new pad was placed on the lateral thigh. Possibly moisture under the grounding pad from the prep could have caused the burn. It has not been determined by the customer what actually caused the burn to occur. No photos or videos available for review. The procedure was completed robotically.